Manufacturer narrative:
The reported complaint of unexpected shutdown was not verified as the event could not be reproduced. A visual inspection of the unit revealed no physical damage to the unit. The unit was plugged in to an external power source and the system booted up successfully. The system was tested for electrical leakage and high voltage with no problems revealed.

Event description:
It was reported that the patient lost pacing support after the programmer made an electrical buzzing noise resulting in an unexpected programmer shutdown during a system implant. The patient experienced asystole and cardiopulmonary resuscitation was performed to reestablish spontaneous circulation. The pacemaker was then implanted successfully and the patient was in stable condition.